Event description:
Pt with multiple revision surgery on left elbow had a stryker lateral radial head size 4 prosthesis placed during last revision. Current revision of left radial head arthroplasty noted device failure with delamination of the head from the stem and failure of the taper lock (part of middle locking mechanism actually disengaged).